Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon fired the stapler once during a laparoscopic vertical gastrectomy, but when connecting the second unit to fire for the second time, the stapler would not fire. The surgeon pressed the green button and the trigger moved forward on firing position but when they pulled the trigger, it was loosen. They tried a few more times to press the green button and fire the stapler but it did not work. Another stapler was opened to finish the case. There was no patient injury.